Event description:
Pt got out of bed between the side rails(2-1/2 rails on each side) and was found lying on her back on the floor. The bed alarm had not sounded to warn staff she was getting up. Occurred at 2350 pt remained responsive through the night, became lethargic by 0545 and was unresponsive at 0730. She remained unresponsive until 1800 12/3/95.